Event description:
Medtronic received info that this bioprosthetic valve, implanted 4 yrs, was explanted due to a pre-operative diagnosis of calcification.

Manufacturer narrative:
(B) (4): eval results - device history review found the product met specs when released for distribution. Conclusion - cause of event attributed to pt condition. Analysis - upon receipt at medtronic's quality laboratory, visual inspection revealed that a long white multi-filament suture was attached to the existing sewing ring adjacent to the right cusp. All leaflets were slightly stiff but flexible except where intrinsic mineralization lined the right cusp along the margin of attachment. Small perforations in the tunica of the right and non-coronary cusps appeared to be due to a sharp object such as a forceps. Remnants of pannus remained attached to the existing sewing ring on the inflow extending partially along the tissue and base stitching, into the left right and right non-coronary inferior coaptive areas and 1 to 3 mm onto the right cusp. Pannus lined the existing outflow edge of the sewing ring, covering all stent posts and outflow rails to the outflow margin of attachment of all cusps. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed extensive mineralization in the tissue adjacent to the right cusp and all commissures. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product release for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.